Event description:
It was reported that metal shavings were coming out of the collet during a procedure. The surgical site was lavaged for several minutes and a readily available collet was used to complete the procedure without incident.

Event description:
It was reported that metal shavings were coming out of the collet during a procedure. The surgical site was lavaged for several minutes and a readily available collet was used to complete the procedure without incident.

Manufacturer narrative:
The customer's complaint was confirmed and it was also noted that the ball retainer assembly was shattered and the driveshaft was scored. The metal shavings likely came from the shattered ball retainer assembly and the driveshaft likely became scored due to its interaction with the shattered ball retainer.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.